Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cystectomy procedure, when the device was being fired it could not finish the firing and the device locked on tissue. The surgeon then used another device handle and reload to resolve the issue in order to complete the case. There was no patient injury.